Manufacturer narrative:
(B)(4). Product evaluation indicated that there was no malfunction of the device. Most likely underlying root cause of malfunction noted in the complaint: user had poor storage of test strips. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (11/06/2014).

Event description:
Consumer complaint of about high blood results. Customer normal results are between 109-230mg/dl fasting. Back to back blood tests performed with results of 134 and 131 mg/dl. Last results in memory are 233mg/dl, 530mg/dl, 277mg/dl, 176mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (530) and the lowest normal result (109) is located in zone d. No adverse event reported.